Event description:
It was reported that the pump exhibited primarily audible alarms (paa) following a software update. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3 unknown. One device was received for evaluation. Visual inspection revealed the device had damage on the top case front left corners, the right plunger case and battery door were cracked. Primary audible alarm post was found in the event history log several times. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. The top case and battery door, right plunger case, left plunger case, plunger cam, plunger float, push block and both timing plates were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4). Located in sections g.1., please direct those to the following: (B)(4). .